Event description:
Enclosed you will fined electrosurgical unit model 2500.. We would appreciate it very much if you could assess the unit and its cords to see if they are functioning properly. We are encountering a few problems with the unit. First of all, the numbers on the dial can't be read, second, the unit will beep when it is being used and third some of our pts are experiencing burns to their lower extremities despite the fact that we are using the grounding pad in the proper fashion. I would appreciate it if this matter can be handled as quickly and efficiently as possible. Please contact the office with any questions regarding this problem. Thank you.